Manufacturer narrative:
The reported event of backup vvi operation and data problem were confirmed. The device was tested on the bench and found that the backup operation triggered on (B)(6) 2019 due to a software error. The software error was caused by uncorrected code corruption. Other damages found were consistent with surgical damage. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic for a scheduled pacemaker check. Upon interrogation of the device, it was discovered that the device exhibited backup vvi operation. Several attempts were made to restore normal function but the attempts were unsuccessful. The backup vvi report indicated that the operation initiated from a device memory problem. The patient reported experiencing shortness of breath for the last couple of months but was in stable condition. On (B)(6) 2019, the pacemaker was explanted and replaced successfully. The patient condition was stable during and post procedure.